Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient passed away while possibly using the product. No lot release records were reviewed, as the product lot number was not provided.

Event description:
There was an allegation reported by a coroner's office that a patient's death may have been related to the product. Based on the method of which this information was obtained, no further details can be collected.